Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had incorrect time and unable to remove medications for patients. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all stations had incorrect time. The technical support specialist (tss) accessed each device, used the backend command shell to verify and edit the system time to match eastern standard time (est), and then emailed the customer with the updated details and attachments. The system functioned as intended after the technical support specialist resolved the issue.